Manufacturer narrative:
The device was evaluated by the returns department which found that the brake lever is broken but it can not be determined if that was the root cause of the error code or if it was due to box damage as there was visible damage to the shipping box.

Event description:
Dealer states getting left brake fault, indicating a right brake sitting in chair.

Event description:
Dealer states getting left brake fault, indicating a right brake sitting in chair.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.